Manufacturer narrative:
The customer's report was observed and was a result of the device's software being upgraded in the field incorrectly and havng an old configuration installed. Records show that the device left manufacturing with software 2.30.01 but was returned with software 2.32.03. This indicates the device software was upgraded onsite. Entering the configuration manually will correct this issue. The device was recertified and returned to the customer with the manually entered configuration. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.